Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 with a cage and rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient had significant damage to the spine and received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: l5 spinal stenosis secondary to advanced degenerative disk disease, facet hypertrophy, and ligamentum flavum hypertrophy. L5-s1 spondylolisthesis, grade I. L5 spondylosis, bilateral. Bilateral lower extremity radiculitis. Axial back pain. For which, patient underwent following procedures: l5 laminectomy, removal of abnormal facets and pars interarticularis with decompression of cauda equina and nerve root for spondylolisthesis (gill procedure). S1 partial laminectomy and removal of hypertrophic ligamentum flavum. L5-s1 autograft arthrodesis, posterior interbody technique (plif). An l5-s1 vertebral interspace application of biomechanical device filled with bone morphogenic protein. L5-s1 bilateral autograft arthrodesis, posterolateral, with lateral transverse technique. An l5-s1 posterior nonsegmental pedicle screw rod instrumentation. Local morselized bone graft harvest for spine surgery. Bone morphogenic protein allograft for spine surgery. Following implants were used: screws 6.5 x 50 mm (4). Peek cages, 22 x 8mm height (2). 40 mm titanium rods (2). Small bone morphogenic protein sponge (1). Per op notes, an appropriate peek interbody implant, which was previously loaded with a small bmp sponge and the outside of the cage, was packed with autograft bone at l5-s1 disk space. The same size peek cage with bmp and autograft bone was placed on the right side at l5-s1 disk space. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.